Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified shunt anastomosis. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 15 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.